Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use, that the nurse found leakage after the needle popped off from the 30 g x 1/2 in. Bd precisionglide¿ specialty use sterile hypodermic needle. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure twenty-one cannula removal force tests were performed on 105 parts with a minimum removal force of 6 lbs., a maximum removal force of 23 lbs., and an average of 17.15 lbs. An additional 15 cannula removal force tests were performed on 375 parts as verification of the corona treater. The results were a minimum removal force of 4 lbs., a maximum removal force of 21 lbs., and an average of 11.76 lbs. The specification limits for cannula removal forces for a 30 gauge needle is a minimum of 5.0 lbs. There was one low cannula removal force of 4.0 lbs. Recorded. The aql for cannula removal force is 0.65%. We tested 480 parts for cannula removal and one failure is a defect rate of 0.20%. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends investigation conclusion: qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 4181738 had 79 visual inspections performed on 4,100 parts with zero defects noted. Seven leak tests were performed on 35 parts with zero failures recorded. Twenty-one cannula removal force tests were performed on 105 parts with a minimum removal force of 6 lbs., a maximum removal force of 23 lbs., and an average of 17.15 lbs. An additional 15 cannula removal force tests were performed on 375 parts as verification of the corona treater. The results were a minimum removal force of 4 lbs., a maximum removal force of 21 lbs., and an average of 11.76 lbs. The specification limits for cannula removal forces for a 30 gauge needle is a minimum of 5.0 lbs. Possible root cause: there was one low cannula removal force of 4.0 lbs. Recorded. The aql for cannula removal force is 0.65%. We tested 480 parts for cannula removal and one failure is a defect rate of 0.20%. Investigation results: not applicable ¿ no samples or photos were provided. Based on the above a CAPA is not required at this time.